Manufacturer narrative:
Identification #:(B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: company fse replaced the o2 sensor and performed an annual p.m. Including all calibrations. No error codes present upon reboot. This unit is ready for patient use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the fio2 is reading 20% off, is unsure it's high or low etc. This unit "rebooted" on a patient. No patient harm and that they swapped the unit out. Company fse went to customer site for on-site repair.